Manufacturer narrative:
Medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. Initial reporter phone #: unknown. PMA / 510(k)#: k945952 and k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels were lifting off with a bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. This occurred with 40 tubes prior to use. The following information was provided by the initial reporter: open label.